Event description:
Replacement of 1986 left total knee due to pain & swelling and locking in slight flexion. Lacks 30-40 degrees of full flexion. Pre op xray shows lack of polyethylene joint space with femur abutting tibia. Marked change since 1993 films. Intra operatively found discoloration of joint fluid consistent with polyethylene disease, gross fracture of polyethylene tray which was loose & wobbling back & forth. Some evidence of fraying underlying metal tibial tray, causing slight depression from wear from femoral component.